Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation : wrinkling. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a hispanic/latino female patient underwent a breast reconstruction with two 685cc mentor memoryshape breast implant prostheses and experienced bilateral cutaneous contour deformity postoperatively. As a result, the patient underwent a surgical intervention (bilateral fat grafting) on (B)(6) 2019. The patient's dob was estimated as (B)(6) 1989 based on available information. This report is for the right-sided prosthesis.

Manufacturer narrative:
On october 27, 2023, mentor received the following additional information. The patient experienced bilateral breast pain. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the procedure type. The procedure type was initially reported as breast reconstruction. However, additional information revealed that the actual procedure type was primary breast reconstruction. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On march 07, 2024, mentor was notified that the patient underwent bilateral breast implant removal on (B)(6) 2024. On (B)(6) 2024, mentor became aware that the patient also experienced bilateral breast asymmetry and was replaced with undisclosed mentor gel implants. On (B)(6) 2024, mentor became aware that the patient was replaced with 790cc mentor memorygel xtra breast implants. Additionally, mentor observed information was submitted incorrectly in the initial report. Investigation conclusions should have included cause not established (d15) instead of known inherent risk of device (d12) as the patient experienced complications that were not inherent risks. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: anisomastia, breast pain manufacturer¿s reference number: (B)(4) in the initial report h6 investigation conclusions should have included cause not established (d15) instead of known inherent risk of device (d12) as the patient experienced complications that were not inherent risks.

Manufacturer narrative:
On april 02, 2024, the mentor analysis lab received the suspect medical device for evaluation. On april 04, 2024, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. During visual evaluation, no apparent damage or visual anomalies were observed on the breast implant device. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Wrinkling is reported to occur more frequently in patients with one or more of the following: thin-skinned patients, patients with little or no subcutaneous fat, subglandular rather than submuscular placement, an implant that is too large relative to the breast pocket size or frame of the patient, overlying tissue that is minimal or of poor quality, and/or when capsular contracture is present. Manufacturer¿s reference number: (B)(4).